Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute integrity des were used to treat the rca. Approximately 9 months post procedure the patient suffered mi and in-stent restenosis of the rca and was treated with a stent implanted in the rca. The patient is recovering. The investigator and sponsor assessed the event as not related to the anti-platelet medication and possibly to the device.

Manufacturer narrative:
Additional information: the patient recovered. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: no mi occurred. If information is provided in the future, a supplemental report will be issued.